Event description:
It was reported that an angio-seal was selected for use post cardiac catheterization. Reportedly, the femoral puncture was a good stick and the physician did not encounter any difficulties. On (B) (6), 2010, the pt returned to their physician with complaints of pain in the foot after walking and some pain in the groin. The pt's pulses were good but a bruit was heard in the right leg. An ultrasound was performed which revealed a high grade stenosis in the distal area of the common femoral artery. Reportedly, there was mild to no disease present during the initial catheterization. An angiogram was performed (B) (6), 2010 and a filling defect inside the vessel which looked like a "plug or anchor" was noticed. Additional info stated that the pt went to surgery (date unk) where thrombus was found and removed. The physician stated that the occlusion was not due to the angio-seal device, as the thrombus that was found was believed to be old and was not at the site of where the angio-seal had been placed. The pt is now reported to be fine.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.